Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 683 mg/dl. The caller stated that the insulin pump was alarming no delivery, and the customer wasn't receiving her basal rates prior to the hospitalization. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.